Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, and healthcare provider) regarding a patient who was receiving compounded baclofen (concentration: 95mcg/ml, dose rate: 26.5mcg/day), bupivacaine (concentration: 6.7 mg/ml, dose rate: 1.86 mg/ml), and morphine (concentration; 1 mg/ml, dose rate: .279 mg/day) via an implantable pump for non-malignant pain. It was reported that patient came into the emergency room (ER) with increased spasticity. The pump was interrogated and was functioning properly. The physician that was on call contacted the pain managing facility. It was noted that the patient had a pump refill performed previously on (B)(6) 2020 and the baclofen, bupivacaine and morphine were increased. It was further reported that there was also concern about infection due to open bed sore on patient¿s buttocks. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was transferred to an intensive care unit (ICU) for observation. Actions taken included the pump having been increased 5%. It was unknown if the issue was resolved as of (B)(6) 2020. The patient's medical history was noted as having been requested but were unknown. Additional information was received on (B)(6) 2020 from a healthcare provider via a company representative. A physician had indicated on (B)(6) 2020 that the patient had improved with the dose increase. The patient was being treated for infection and was to be transferred from the ICU to the patient room and then discharged.